Manufacturer narrative:
Block g2 (report source) has been corrected. Block h6: imdrf patient code a04 captures the reportable event of tip damaged/defective. Block h11: the wallflex enteral colonic stent and delivery system were received for analysis. The stent was returned fully covered and undeployed. Visual examination revealed that the stainless-steel shaft and the outer clear sheath were kinked. Functional testing could not be performed due to the kinks observed on the device. The tip of the delivery system was not damaged. No other issues were noted with the stent or the delivery system. Product analysis could not confirm the reported events of tip damage, partial stent deployment, or difficulty crossing the lesion with the delivery system. The observed kinks were most likely due to procedural factors such as lesion characteristics, device handling, and the technique used by the physician. These factors likely limited the device's performance and contributed to the delivery system's inability to cross the stenosis and the stent's failure to deploy. Therefore, a review and analysis of all available information indicate that the most probable cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was to be implanted in the sigmoid colon to treat an 5cm intestinal obstruction secondary to sigmoid colon cancer during intestinal stent placement procedure performed on (B)(6) 2025. The patient anatomy was tortuous. During the procedure, the tip of the stent delivery system became kinked. As a result, the device could not cross the stenosis, and stent deployment could not be completed. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another of the same device. There was no patient complication reported as a result of this event. The patient condition at the of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf patient code a04 captures the reportable event of tip damaged/defective.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was to be implanted in the sigmoid colon to treat an 5cm intestinal obstruction secondary to sigmoid colon cancer during intestinal stent placement procedure performed on (B)(6), 2025. The patient anatomy was tortuous. During the procedure, the tip of the stent delivery system became kinked. As a result, the device could not cross the stenosis, and stent deployment could not be completed. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another of the same device. There was no patient complication reported as a result of this event. The patient condition at the of the procedure was reported to be stable.